Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: notch on insertion handle which usually allows correct nail attachment broken during surgery: insertion handle for expert nail: trochanteric nail and femoral nail lifted up after insertion of nail into femoral canal. The bone was sclerotic and hard; no play to allow for this kind of upwards moment. The peg snapped off of the handle at this point. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The investigation of the insertion handle has shown that the front pin is indeed completely broken off. As mentioned on the dr the bone was sclerotic and hard which did not allow for the mentioned upwards movement after the insertion. It is also possible that the pin was loose and therefore not positioned properly anymore and resulted in this breakage. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Placeholder.